Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Although medical records were not provided, the attorney report indicates that the patient developed and was treated for an infection, abscess and adhesions which are known possible adverse events listed in the IFU. The report does not identify a specific device issue and no product was returned for evaluation. Based on the currently available information, it is unknown whether the device may have caused or contributed to the reported event. No conclusion can be drawn at this time.

Event description:
The following was reported by the attorney for the patient: (B)(6) 2004: patient underwent a diagnostic laparoscopy and ventral hernia repair. According to operative report, the patient's hernia was repaired with composix e/x mesh. On (B)(6) 2007: patient was admitted for severe abdominal pain after she had begun to experience lower gastrointestinal bleeding with related anemia and fatigue. On (B)(6) 2007: patient was readmitted, complaining of abdominal wall swelling, pain and fever. Her abdomen was surgically opened and cultured. Determined to have a severe infection and abscess of anterior abdominal wall. She was placed on broad spectrum of antibiotics and instructed to see physician the next day. On (B)(6) 2007: physician examined the patient and discovered visible polypropylene and gore-tex which were not incorporated into each other with visible purulence between these layers and the tissues surrounding it. Physician there and then attributed the patient's illness and symptomology to the infections and her composix e/x mesh and informed her that the infected prosthesis would have to be excised. On (B)(6) 2007: patient was admitted, physician performed an approximate 3 hours procedure requiring extensive effort to remove the infection, inflammation and adhesions which developed around composix e/x mesh in patient abdominal cavity. Postop, patient remained at hospital for 5 days, discharged on (B)(6) 2007. At discharge, patient's anemia improved, tolerating a regular diet and on oral antibiotics in good condition. Patient required to see physician for follow up on numerous occasions throughout 2007 and thereafter experienced no further infection, pain or symptoms similar to those suffered (B)(6) 2007. The attorney alleges, the patient suffered physical pain, disfigurement, discomfort, serious and permanent injury.